Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of anterior knee pain. A picture of the explanted insert shows the device is damaged. Update 10 april 2018, medical review indicates: the femur and tibial device have different rotatory projections with the femoral component skewed. Relative to the normal tibial projection, the femoral component has probably a rotatory malposition.

Event description:
Patient complained of anterior knee pain. A picture of the explanted insert shows the device is damaged. Update 10 april 2018, medical review indicates: the femur and tibial device have different rotatory projections with the femoral component skewed. Relative to the normal tibial projection, the femoral component has probably a rotatory malposition.

Manufacturer narrative:
An event regarding fracture of a triathlon patella was reported. The event was confirmed through images provided. Method & results: -device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted patella with what appears to be blood. The patella is ruptured and peripheral damage to the polyethylene is observed. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibial) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: images provided indicate the patella has ruptured and peripheral damage to the polyethylene is observed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. The medical review indicated that suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibial) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.